Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (death, stroke).

Event description:
Endeavor des implantations were successfully performed in 99 patients [65 males (65.6%), 34 females (33.7%), between two months in 2006. The diagnostic coronary angiography proved multi-coronary disease in 59 patients (59.6%). Ninety patients were treated with one stent, two stents were implanted in six patients, whereas three patients received three endeavor stents. Endeavor stent implantation has been successful in 98% of cases; two stents could not be implanted because of technical difficulties. Besides endeavor, other types of stents were used in 40 patients (41.4%) (three dess, 37 bmss). Mutli-vessel ptca was performed in 20 cases, in the other 20 patients endeavor and another stent have been implanted in the same coronary artery. In the aggregate, 166 stents were implanted in 99 patients (1.67 stents/patients). Patients were followed at the time of the initial event and after 1, 3, 6, and 12 months with treadmill exercise testing or ascertainment of status by telephone. The average endeavor stent length was 23.16mm, the average stent diameter was 2.98 mm. The localization of the implanted stents was as follows: lad: 61 (25 proximally), cx: 11, rca: 21 (four into the orifice), left main (lm): three, grafts (saphenavein graft or left internal mammary artery): three. Twenty nine stents were implanted in bifurcational lesions (lad diagonal, dominant obtuse marginal-circumflexus-obtuse marginal), recanalization of chronic total occlusions with endeavor stent has been performed in one case. All patients were treated with the combination of 100 mg acetylsalicylic acid and 75 mg clopidogrel for 12 months. The combination therapy of glycoprotein llb/llla receptor blockers and intravenous na-heparin was used in 14 patients for 12 h after percutaneous coronary intervention. During the follow-up period, planned (30 patients), or unplanned (six patients), coronary angiography was performed in 36 patients (36.4%). Target vessel revascularization was necessary in 13 patients (13.1%) (six coronary artery bypass graft, seven re-ptca), 11 patients had three vessel disease, nine had lad-diagonal bifurcational lesions, one scalable vector graphics, one lm and two right coronary artery. Five of 13 suffered from diabetes. All stents except the ones implanted in the lm were longer than 18mm (diameter ranged from 2.75 to 3.5 mm). Significant restenosis (need for target lesion revascularization) was observed in eight patients (8.1%). Subacute stent thrombosis (within 10 days) occurred in two patients (2.0%). Any late stent thrombosis was not observed. Five patients died during the follow-up period: two patients due to progression of heart failure (no restenosis), one patient after a huge stroke, one patient died during an episode of alcohol abuse. Non-st elevation myocardial infarction with cardiogenic shock because of restenosis caused the death of one patient.